Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the small battery drive device was not functioning, defective and the handpiece was unable to operate. It was also noted that the device failed pre-test for check the off/oscillation/on switch mode function. It was noted in the service order that the motor did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.